Manufacturer narrative:
The company representative examined the system and replaced the motor position sensor printed circuit board (pcb). The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse coordinator reported that a system message displayed regarding the xenon light source during a procedure. The customer attempted to reboot and switch plugs; however, the issue persisted. The light source from the console was used to complete the case. There was no harm to the patient. Additional information has been requested.